Event description:
It was reported via the implant patient registry that this device model 11500a 23 mm aortic valve was explanted replaced with a 11500a 23 mm after an implant duration of 2 years, 9 months due to unknown reasons. The patient was alive.

Manufacturer narrative:
H11: additional narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.